Event description:
The surgeon was unable to install a drill guide to the plate and used the drill without the guide. The tip of the drill broke off and was stuck in the hole for the screw. He decided to remove the anterior cage to get the broken part out. The cage was replaced and screws were implanted without any further problem. Please refer MFR report # 3005180920-2013-00179.